Manufacturer narrative:
The pacemaker remains implanted. The local representative did not have any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's family member that the patient's heart rate was 30 when using a pulse oximeter. The patient's programmed lower rate limit was 70ppm. Technical services was contacted and recommended contacting the patient's physician. No adverse patient effects were reported.